Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year old male pt, the clinicians had difficulty applying the electrodes to the pt's skin. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.